Event description:
According to the reporter: both of the devices did not work properly. The staff had difficulty toggling the needle, and the black handle would go up. The needle fell out of the device. To complete the case the doctor used a third device, this one worked well. Operating room time was delayed by more than 30 minutes. There was no additional blood loss or tissue damage, nothing fell into the pt's cavity, and the pt's status is ok.

Manufacturer narrative:
(B)(4).